Event description:
During a routine follow-up, the diagnostic report showed a low high voltage lead impedance. This reading was believed to be originating from the input circuit of the implantable cardiac defibrillator. However, upon opening the pocket, the lead showed an insulation failure of approximately one-centimeter in length. It could not be determined whether this anomaly was caused as a result of opening the pocket or if it had already existed. The implantable cardiac defibrillator was also explanted.